Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a scheduled procedure. The helix of the lead could not extend after multiple attempts to get appropriate capture, sensing and impedance parameters. The lead was replaced. The patient was stable before, during and after the procedure.